Event description:
Patient was found unresponsive at the foot of his bed in his hospital room when rn went to assess him, after receiving a call from the central cardiac monitoring department that his hr was in the 30's. Upon observation, patient was leaning on bed with a pool of blood on the floor below him. Once patient was fully placed on the bed, it was discovered that hemodialysis catheter was broken into two pieces. Catheter hub and lumens (with caps and clamps intact) were at the head of the bed in the sheets. The patient's ij site only had the remaining "tunneled" portion hanging out of insertion area. Blood was escaping site from the catheter itself and from around the catheter at insertion site. Code blue was immediately called and bls/acls initiated. While chest compressions were administered, blood continued to come out of catheter. Pressure was placed over catheter in order to continue chest compressions. Despite efforts, patient expired. Cause of death is exsanguination as a result of malfunction/faulty hemodialysis catheter (right internal jugular palindrome 23 cm tunneled catheter) placed on (B)(6) 2020. FDA safety report ID# (B)(4).